Event description:
(B)(4). From customer experience report: "the metallic tip of the catheter broke during removal from the pt ((B)(6) female) after a knee arthroplasty procedure and remained inside her body (inguinal area above femoral vein). According to the doctor it is probably due to a manipulation error." Fragment is left with the pt.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. At this point MFR. Assumes inappropriate forces were applied to the catheter upon removal provoking breakage of the tip. Any further info will be sent to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.